Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer did not consume the food for the intended amount of bolus delivered. The customer's blood glucose (bg) level subsequently decreased to around 40 mg/dl. Customer drank apple juice to address bg. Recommendation was made to consult with healthcare provider regarding diabetes management.